Event description:
A customer in (B)(6) notified biomérieux of obtaining a misidentification of phaeoacremonium parasiticum as rhodotorula minuta when using the vitek® ms instrument- (reference 410895 - serial number # (b)(64) for testing a pus sample from a patient. The customer performed three deposits. Only one deposit was able to give an identification of rhodotorula minuta with a confidence level of 99.9%. This result was not concordant with the morphology of the colony organism. Consequently, additional testing was requested and the sample was sent to an external laboratory. Alternate method obtained an identification of phaeoacremonium parasiticum. The alternate method used is not known. Summary initial result : rhodotorula minuta alternate method result : phaeoacremonium parasiticum the initial result was not communicated to clinician. However, the customer reported a delay in reporting results >24hours. There is no indication or report from the laboratory that the discrepant result or delayed result led to any adverse event related to the patient's state of health. A biomérieux internal investigation has been initiated.

Manufacturer narrative:
An investigation was initiated in response to a customer complaint of obtaining a misidentification of phaeoacremonium parasiticum as rhodotorula minuta when using the vitek® ms instrument (reference (B)(4) - serial number # (B)(6)) for testing a pus sample from a patient. The customer's raw data was analyzed for this investigation. The customer was unable to provide the strain for investigational testing. Fine tuning - the fine tuning analyzer report for the last fine tuning done before the identification issue has not been provided. Consequently, it was not possible to conclude on the fine tuning quality before the identification issue. Spot preparation quality- the customer¿s spot preparation quality was not optimal. The calibrator and sample ¿all peaks¿ values are quite heterogeneous. Knowledge base (kb) review - the expected identification is unknown because no reference method, such as sequencing, was used to confirm the identification. Based on the information provided by the customer, the suspected identification of phaeoacremonium parasiticum is not present in the vitek ms kb v3.2. The following system limitation is present in the vitek ms v3.2 knowledge base user manual: testing of species not found in the database may result in an unidentified result or a misidentification. Sample data analysis - the misidentification result was obtained due to the spectra having a lower number of peaks. The misidentification result was also obtained with a low identification score (-0.34), which is near the acceptable limit for giving an "identification" result or a "no identification" result. The customer's data was reprocessed with a vitek ms kb currently under development. The reprocessed data led to a "no identification" result. No misidentifications were obtained with the vitek ms kb under development. Root cause- the root causes for the customer's issue were determined to be non-optimal spot preparation and testing of a species that is not included in the vitek ms kb v3.2. Conclusion- the customer's spot preparation quality was sub-optimal and the expected identification of the organism is not included in the current version of the vitek ms kb. The following system limitation is present in the vitek ms v3.2 knowledge base user manual: testing of species not found in the database may result in an unidentified result or a misidentification. Local customer service has been requested to provide the customer with additional training materials to help improve spot preparation technique.